Manufacturer narrative:
The history file from AED serial number (B)(6) indicates that the AED was manufactured on (B)(6) 2015, and placed into service on (B)(6) 2016, with battery serial number (B)(6) and software version 3.1. A 9-volt battery warning was first reported by the AED on (B)(6) 2017, and persisted until (B)(6) 2018, when the battery became completely depleted. There is no evidence in the AED log of any human interaction to address its condition prior to the (B)(6) 2024, event. The AED log files show an event on (B)(6) 2024 at approximately 19:38:43 (gmt) lasting 10 seconds and indicated that a shock was advised but not delivered. The customer reported that the AED stopped during a voice command. Due to the depletion of the 9-volt battery, historical data for this event could not be reviewed. The battery, which expired in (B)(6) 2021, had not been maintained. During the rescue attempt, the AED's battery voltage dropped as it began to charge, causing a brownout and interrupting speech output. The root cause of this complaint was a failure to maintain the AED, specifically the expired and unmaintained battery pack. Based on the findings, no remedial action/corrective action/preventive action/field safety corrective action (fsca). Current device design and labeling warn the user that improper maintenance can cause the AED not to function.

Event description:
An international distributor reported that during an intervention, the AED powered off. Once the AED powered off, CPR was performed for 15 minuets until the ambulance arrived and the patient survived. Additional patient information was not provided. The AED's battery pack was noted as being expired as were the pads used.